Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 300 (mg/dl). No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.